Event description:
It was reported that, prior to surgical procedure on an unknown date, the dermatome has exposed wires. No patient involved. Due diligence is complete. At product evaluation investigation exposed metal wires were confirmed. No adverse events were reported as a result of this malfunction. No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the device had exposed wires; worn components. The motor, switch, plug harness, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.